Event description:
Right hip replaced on (B)(6) 2008 due to loose hip joint... Continued to have problem and on (B)(6) 2009 had repair surgery. Continued pain and unable to walk without limp. Surgeon suggested another surgery or live with problem. On (B)(6) 2010, saw another surgeon. Ordered bone scan and physical therapy. Therapy only mildly helped.